Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited loss of capture and under sensing. The device was removed and no new device implanted on (B)(6) 2024. The patient was stable.